Manufacturer narrative:
Device information, explant date and concomitant medical products and therapy dates are unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection approximately a month following implant. In turn, the patient underwent surgical intervention wherein the device was explanted the patient was prescribed antibiotics. No additional information is known at this time.